Event description:
Nellcor puritan bennett received info stating that while performing hygiene on a pt (who was turned sideways) the ventilator started alarming.

Manufacturer narrative:
Nurse attending the pt reported, that she checked ventilator's connections and placed the pt on his back. Pt was reported to be dusky then manually ventilated the pt. Pt coded and subsequently expired. The device was tested and passed according to npb's specs, error logs have been also reviewed, and there is no indication of ventilator malfunction.